Event description:
Cataract surgery with anterior lens implant 1985. On glaucoma medication unsure of wheter diagnosed with glaucoma pre-operatively. New physician 7/95, diagnosed pt with iritis, chronic open angle glaucoma. Placed on timoptic .5% bid, ou, placed on trusopt tid, pred forte. 8/95 referred to corneal specialist for iol exchange. 9/2/95 increased iop, emergency laser peripheral irodotomy performed to decrease pressure. 9/5/95 iop decreased some. 9/10/95 diagnosed iritis secondary to iol, uncontrolled glaucoma, surgical procedure performed iol exchange, trabeculectomy.